Manufacturer narrative:
Plant investigation has not yet been completed. A follow report will be filed, upon completion of the investigation.

Manufacturer narrative:
The device was not returning to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis facility has reported that during treatment, an external blood leak occurred. The leak was visually observed leaking into the effluent line of the dialyzer. Test strips were not to confirm and the machine alarmed. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for MFR eval.